Event description:
It was reported the patient had a dbs (deep brain stimulation) system implanted. On 2012-(B)(6) was the first programming session. The patient was taken off of medication before programming session. Dbs was programed late in the afternoon and the patient had good symptom control. The patient felt "light headed" during programming session. The next day the patient took only 1/2 of his medications. While driving the patient passed out and had an accident. The patient went to the emergency room where the dbs voltage was turned down. The physician planned to slowly ramp up voltage and slowly titrate down medication. In follow up reporting, it was noted that the neurostimulation system was checked for impedance and current delivery, and everything was within normal ranges. The patient was examined in the ER and released having found no evidence of irregularities. Regarding the patient outcome: the patient had no major injuries as a result of the auto accident. On 2012-(B)(6) the patient had restored his medication levels to 75% of the pre-stimulation doses and was running the stimulation at 1.7 volts on the right and left sides with excellent motor control (previous stimulation setting was a 2.0 volts on each side). He had not experienced any light-headedness since restoring his levodopa/carbidopa medications. Regarding if the patient was receiving effective stimulation: yes, motor symptoms were relatively well-controlled.

Manufacturer narrative:
Lead model # 3387s-40 lot # v818201 implanted 2012-(B)(6) explanted unknown; lead model # 3387s-40 lot # v818201 implanted 2012-(B)(6) explanted unknown; extension model # 37085-60 lot # nkn025149v implanted 2012-(B)(6) explanted unknown; extension model # 37085-60 lot #nkn025146v implanted 2012-(B)(6) explanted unknown; programmer model # 37642 lot # njz110141n.